Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and expiration dates are unk. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that while using the hydrothermablator procedure set during an hta procedure, fluid leaked. The pt was reported to have a "patulous cervix". The clinician noticed fluid leaks during the hysteroscopy. At 7 minutes into the ablation phase, with a tenaculum stabilizer and speculum in place, there was a 10 cc fluid loss alarm (rate of loss unk) the physician observed a small, very minor (< first degree) vaginal burn the size of a pencil eraser. The physician aborted the procedure. The burn was treated with premerine cream. The pt was seen the following day and the burn was barely distinguishable, the pt is "fine".